Manufacturer narrative:
Based on the provided information, the product reported in this investigation did not contribute to the event. No allegation of failure was made against the abg ii neck, the device were replaced in order to provide greater constraint post gluteus muscle breakage. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Product surveillance will continue to monitor for trends.

Event description:
It has been reported that a patient implanted in (B)(6) 2010 with abgii modular suffered on (B)(6) 2014 a break of the gluteus muscle. The patient had to be explanted on (B)(6) 2015, retrieving abgii modular stem and implanting instead hip stem crc cemented, and constrained cup over continuum ring.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. Not available.

Event description:
It has been reported that a patient implanted in (B)(6) 20110 with abgii modular suffered on (B)(6) 2014 a break of the gluteus muscle. The patient had to be explanted on (B)(6) 2015, retrieving abgii modular stem and implanting instead hip stem crc cemented, and constrained cup over continuum ring.

Manufacturer narrative:
Reported event: an event regarding patient factors involving an abgii neck was reported. The event was not confirmed. Method & results: device evaluation and results: device evaluation was not performed as no devices were received device history review: review of device history records found the devices in the reported lot were accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Clinician review: a review of the provided medical records by a clinical consultant stated the following comment: translated medical notes: ¿(B)(6) 2010. Right femoral head osteonecrosis. Coxarthrosis.¿ ¿(B)(6) 2010 implantation of hip prosthesis. Continuum trilogy (competitor). Bone screw (competitor) 3 units. Agbii. Modular short neck. Abgii modular stem #5 right.ceramic v40 femoral head.¿ ¿(B)(6) 2014 echography soft tissue. Hematoma. On the iliotibial band region. Probable disinsertion of gluteal tendon.¿ ¿(B)(6) 2014rmn spine.¿ ¿(B)(6) 2014 abgii modular recall information is received.¿ ¿(B)(6) 2014: epidural block¿ ¿(B)(6) 2015: nuclear medicine report.¿ no clinical or pmh, no patient demographics, no operative reports, no imaging or lab studies, no examination of explanted components. Based upon the information available for review, neither confirmation of the event description nor preparation of a medical report is possible for this case. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information including return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It has been reported that a patient implanted in (B)(6) 2010 with abgii modular suffered on (B)(6) 2014 a break of the gluteus muscle. The patient had to be explanted on (B)(6) 2015, retrieving abgii modular stem and implanting instead hip stem crc cemented, and constrained cup over continuum ring.

Event description:
It has been reported that a patient implanted in (B)(6) 2010 with abgii modular suffered on (B)(6) 2014 a break of the gluteus muscle. The patient had to be explanted on (B)(6) 2015, retrieving abgii modular stem and implanting instead hip stem crc cemented, and constrained cup over continuum ring. Update on 17-november-2022 mf: it was reported that the patient was experiencing difficulty standing for prolonged periods and required supervision or help in activities of daily living. Corrosion (crevice-corrosion and fretting) at the modular stem-neck junction was also reported to be observed on the explanted devices.

Manufacturer narrative:
Reported event: an event regarding corrosion & fretting involving an abgii modular neck was reported. The event was not confirmed. Method & results: device evaluation and results: device evaluation was not performed as no devices were received device history review: review of the product history records indicate the devices were manufactured and accepted into final stock with no reported relevant discrepancies. Complaint history review: the complaint databases show there have not been other events for the reported lot. Similar events have occurred for the catalog number and product family. These events were determined to be associated with ra 2012-067. Clinician review: a review of the provided medical records by a clinical consultant stated the following comment: no clinical or pmh, no patient demographics, no operative reports, no imaging or lab studies, no examination of explanted components. Based upon the information available for review, neither confirmation of the event description nor preparation of a medical report is possible for this case. Conclusions: voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported corrosion and fretting is considered to be under the scope of this recall. No further investigation is required. Product surveillance will continue to monitor for trends. Product surveillance will continue to monitor for trends.